Manufacturer narrative:
No other results or assays were in question at the time of this event. Qc info prior to the event was not provided. Qc performed after the event failed on all assays. The customer attempted to calibrate accu tni, but without success. The customer then contacted beckman coulter inc. (Bci) and was advised to use a back-up instrument until service was able to verify the unicel dxi 800 access performance. A field service engineer (fse) was dispatched to the customer's lab on 01/12/07. The fse replaced wash pump. The fse calibrated multiple assays with good results. The fse performed qc which recovered within customer's specifications. The fse conducted verification testing which met specifications. Hardware issues addressed by the fse may have contributed to this event.

Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results that were generated by the unicel dxi 800 access instrument. The customer indicated that they obtained erroneously high accu tni results, above the ami cut-off value, for multiple pt samples. The erroneous results were reported out of the lab and questioned by a physician. The customer stated that accu tni results recovered in lower clinical range upon repeat. Actual results were not provided by the customer and it is unk how many pts were affected in this event. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.